Manufacturer narrative:
It was reported that there were wound breakdown at implant site and the patient was treated with antibiotics. This report is submitted on 5 march 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and underwent a revision surgery on (B)(6) 2020, in order to reposition the device. The implanted device remains.